Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) and this transvenous defibrillation lead exhibited pacing impedance measurements of greater than 3000 ohms. The patient's right side pectoral system was abandoned due to a fracture in the right ventricular lead. A new boston scientific ICD and defibrillation lead were successfully implanted.